Event description:
It was reported that an asymptomatic patient presented for an implantable cardioverter defibrillator change-out. During interrogation, noise noted on the right atrial lead; causing multiple inappropriate mode switch episodes. The lead was inspected and found to have had an insulation breach. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.